Manufacturer narrative:
A lot history review (lhr) review is not possible, the manufacturing lot number that was provided is an incorrect manufacturing lot number. The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
Attempting midline in right lower arm-accessed vessel and obtained flash of blood in catheter, wire threaded easily, started to thread catheter and met resistance, pulled catheter back 0.51 cm or so and attempted to thread catheter again but met resistance pulling back. I was able to see a hole in the part of the catheter right outside the skin. I tried to pull the rest of the catheter out and it sheared off. A small piece of the powerglide could not be found in the pt, but no harm occurred."